Manufacturer narrative:
The customer was sent a replacement pump. A medela clinician contacted the customer on (B)(6) 2015 and the customer stated that she had a wound on her nipple from pumping too hard and it has healed. Her doctor prescribed mupirocin 2% ointment, betamethasone .05% ointment, & anti fungal powder 2%. The replacement pump is working fine. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the suction on her pump in style breast pump was low and, because she turned the pump up to the highest level, she had a tear on her nipple, for which she was treated with two antibiotics.

Manufacturer narrative:
The product was evaluated by quality engineering on 10/06/2015. The unit passed all functional tests. No problem was found with the unit.